Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the recurrent mitral regurgitation (mr) was likely a result of the residual mr from the first procedure, therefore, due to procedural circumstances. The worsening heart failure was a result of the reported recurrent mr. The reported hospitalization and additional therapy/non-surgical treatment was a result of case specific circumstances as another mitraclip procedure was performed wherein another clip was implanted to treat the mr. The reported patient effect of worsening heart failure and worsening mitral regurgitation as listed in the mitraclip ntr/xtr instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report post clip implantation, mitral regurgitation increased. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with grade 4. One clip was implanted successfully, reducing mr to <1. There were no issues during the procedure. On month later, the patient was not feeling better due to heart failure symptoms and residual mr. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. On (B)(6) 2020, a second procedure was performed to treat recurrent mr with grade 4. A second clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During deployment, the gripper would not lower. The physician was unsure if it was due to the clip being too close to the first clip implanted. Troubleshooting was performed and the clip was ultimately implanted, reducing mr to <1. No additional information was provided.